Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to the electrode belt¿s distribution node (dn) to pulse wire being broken and pulled from strain relief at the solder connection. The root cause of the physical abuse to the strained wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.